Manufacturer narrative:
No evaluation of the product has been preformed as it was returned to manufacturer, therefore, no findings are possible.

Event description:
A site representative reported that, while in a cranial resection procedure, navigation inaccuracy was experienced due to a damaged reference frame. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The reported issue is related the screw on the reference frame being loose.